Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09115. It was reported that an asymptomatic patient presented to a follow-up in clinic. Interrogation revealed atrial and right ventricular leads were not sensing or pacing within normal limits. Physician suspected lead dislodgement due to twiddler¿s syndrome. A fluoroscopy confirmed that both leads had dislodged. Both leads underwent a revision on (B)(6) 2020. Patient condition after the procedure was stable.